Event description:
It was reported via repair work order that the brakes will not set. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the brakes would not set. This investigation found that the brakes were functioning to specification. It was found that the 5th wheel support was missing on the unit. Without the 5th wheel support, the 5th wheel spring may not function properly. This can cause the steering on the unit to be difficult to engage and disengage. The stretcher remains mobile and can still be navigated without use of the steer feature.

Event description:
It was reported via repair work order that the brakes will not set. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.